Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had itchiness under the lifevest. The patient went to the pharmacy where he was instructed to use a powder for the itchiness. Follow-up indicated that the itchiness had improved with use of the powder.